Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke into the pt's cavity. The surgeon was able to retrieve the component and complete the procedure. The hospital has reported no pt injury occurred.